Event description:
Customer reported she woke up with high blood glucose of 460 mg/dl and the reservoir was empty. Customer was not sure what happened to the insulin she checked in pajamas and they were dry. Customer stated the reservoir was empty. Customer had changed the reservoir the night prior to event. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and or used reservoir was inspected and no anomalies were found. Testing was performed and no occlusion was noted.